Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed that the nozzle units was causing the reported failure and that the issue was resolved by replacing the nozzles. The device logs were not provided. Our conclusion is that the replaced nozzle units were the cause of the failure. However, the root cause of why the parts failed has not been established as it was scrapped and not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).